Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that patient had overcorrection in the left eye with post operative manifest refractive spherical equivalent treatment value was greater than two diopters after refractive surgery. There was no previous corneal treatments and conditions of patient reported. Patient's symptoms are continuing. Surgeon is planning for retreatment. The surgeon is planning for retreatment. The fellow eye (od) was reported as normal postoperatively.